Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed the patient's right ventricular (rv) lead was over-sensing noise causing multiple false high ventricular rate episodes. The physician elected to cap and replace the rv lead on (B)(6) 2024.the patient was in stable condition